Manufacturer narrative:
The complaint device is not being returned, it was implanted in the patient, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. No non-conformance were identified for this part (254809) - lot number (l863005) combination as per qlik query executed 04/11/2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an allograft acl reconstruction procedure the 10x30 intrafix advance screw with large sheath broke while fixating to the size 10 intrafix advance graft and inserting the anchor into the patient. The breakage caused the graft to rotate during inspection. Fragments were created and successfully removed. The case was completed with no patient harm or surgical delay. This is report 1 of 1 for (B)(4).